Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 14mm enterprise vascular reconstruction device no distal tip (enc451400/8779792) was impeded in the middle section of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x /lot # unknown) and could not be advanced further. The physician retracted the stent and observed that the delivery wire broke and the stent component remained in the microcatheter. The physician removed both devices from the patient¿s anatomy and replaced them to complete the procedure, which was reportedly prolonged by approximately 20-minutes. There was no report of any negative patient impact. On 02-jul-2024, additional information was received. Per the information, the target vessel of the procedure was the middle cerebral artery (mca). An adequate continuous flush was maintained through the microcatheter. The delivery wire did not break into two pieces. When the stent component was removed from the patient, it was no longer on the delivery wire. The replacement stent was another 4.5mm x 14mm enterprise vascular reconstruction device no distal tip (enc451400) and the replacement microcatheter was another prowler select plus (606s255x). The additional information confirmed there was no negative patient impact. The physician did not consider the 20-minute procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available/not reported. The device lot number is unknown; therefore, the full UDI is not available. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available/reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is not known as the device lot number is not available/not reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 30-jul-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No damages were observed. The microcatheter was flushed with a lab-sample syringe, and high resistance was encountered. A lab-sample guidewire was inserted and a concomitant stent and a distal end of a delivery wire were found at the distal end of the microcatheter. The microcatheter was flushed once again, and the guidewire was inserted, and no issues were encountered. The guidewire was able to pass through the entire length of the microcatheter without significant resistance. Additionally, no other damages were found on the microcatheter that could have contributed to the detached condition of the concomitant stent. The reported issue documented in the complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following precaution: ¿ if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.